Event description:
Customer reported false negative urine hcg results with henry schein one step+ hcg urine strip test vs ultrasound. Customer reported a female pt came into the office to confirm home pregnancy test. Customer observed a negative result with the henry schein one step+ hcg urine strip test. The pt's results were confirmed by ultrasound and fetal heartbeat; the pt was determined to be about (B)(6) pregnant. No pt info provided including the date of the pt's last menstrual period. It was also stated that no timer was used during the testing and tests were read at about one minute rather than the three minutes recommended in the package insert.

Manufacturer narrative:
Investigation pending.